Manufacturer narrative:
This supplemental report is being submitted to provide the review of the device history records (DHR) and investigation conclusion. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the device evaluation results, damages found on the device could result from physical impact having occurred to the device, caused by user mishandling. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: study this manual and other labeling thoroughly for safe handling and storage. Misuse of instruments can cause injury to the patient and could have an adverse effect on the procedure being performed. Do not drop instruments or allow them to be struck by other objects. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Device was received and evaluated. Evaluation determined that the device outer tube was found crushed. Dents in outer tube were observed. Debris on the optical system was determined causing blurry image. The ep/window, funnel cup were found fractured. The identified parts need to be replaced. Device was placed for repair. Based on evaluation findings the reported issue was confirmed. Probable root cause could be due to users handling and or maintenance issue.

Event description:
It was reported that during reprocessing the device outer tube was found crushed. There was no patient involvement on this reported event. No user injury reported.